Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, oversensing was noted even at lowest sensitivity settings. Noise was reproduced with myopotentials. Auto- capture was found programmed on at 1.5 v, despite a manual threshold of 3.25 v, 0.4 ms. Lead impedance was elevated.